Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray console vfd display. System operates as intended. This MDR is related to ge healthcare complaint number (B)(4).

Event description:
The customer reported the display does not light. No patient injury was reported.